Manufacturer narrative:
Complaint sample was evaluated and the reported event could not be confirmed. However, inspection of the returned devices revealed that some of the rasps were dull and damaged. Devices were measured to their respective overlay and found to be conforming to specifications, however, due to damage and/or dullness some cutting edges fell under the tolerance zone. Hardness was also found to be in specification. Device history record (DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action(s) is/are required. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been returned to zimmer biomet and the investigation is currently in process. Once the investigation has been completed, a follow up report will be submitted.

Event description:
It was reported that after broaching, the stem sat proud. The surgeon indicated the broach was dull and a larger size broach was used to complete the procedure. There was no reported patient injury or significant delay as a result of the event. Attempts have been made and no additional information is available.